Manufacturer narrative:
The complaint shall be closed with an undetermined conclusion. It shall be entered onto the complaints database and monitored through trend analysis. Should additional information be received, then the complaint shall be re-opened and investigated further. The investigation confirmed that no product was returned. A review of the manufacturing records was conducted on lots 2537663, 2485694 and 2622346 with the result that no anomalies were found. The irradiation certificates show the dose to be within allowable limits and no other anomalies were found. With the information available the investigation will be closed with an undetermined conclusion and entered into the complaints database for future trending.

Event description:
Reason for original complaint.- preliminary disclosure form was received, which provided information for patient's first hip surgery. It has been indicated that patient may have had infection and undergone multiple revisions, but it is not clear what was taken out. She had a partial revision surgery on (B)(6) 2008. This surgery was not mentioned in patient's litigation, but we are reporting it now as a supplement to the original complaint.